Event description:
It was reported that post op of a coronary artery bypass graft procedure when the surgeon harvested the savenous vein the device jammed and he could not fire the device. He used a second clip applier to continue the procedure. The patient had been in recovery for 4-5 hours when the attending nurse noticed excessive blood in the drain; the surgeon decided to return the patient to the operating room and perform an additional surgery. When he observed the vein site there was a missing clip and the clip line was leaking. The surgeon then sutured over the clip line to stop the leak. The patient required 2 units of blood and additional time in ICU. Patient has now been released home at this time. Device was discarded at the account earlier that day.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: which firing of the device did this event occur on? Unk. What vessel or structure was the device fired on at the time of the event? Savenous vein. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Unk. Was any unexpected resistance felt while firing the trigger? Unk. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Crna. Additional information has been requested: was there any issues with the second msm20 device during use? Was the surgeon able to visualize all clips on the savenous vein prior to closing the patient? During the second procedure, did the surgeon find the missing clip in the abdomen? How long did the patient remain in the ICU? Patient's sex, age, weight? Pre-existing conditions? Patient's current status? Any follow ups since the procedure? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.